Manufacturer narrative:
The technician found the right head strap assembly true arc ring came off causing the head strap assembly to disconnect from the head weldment. He reconnected the head strap assembly and installed a new true arc ring to repair the bed.

Event description:
Information received indicates the head section is stuck at approximately 45 degrees and could not be lowered.